Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the emergency room on february 01, 2016 with blood glucose of 625 mg/dl. Customer reported to have woken up at 4:00 a.m. Feeling nauseous and blood glucose elevating. Customer went to the emergency room hospitalized due to high blood glucose and was treated with insulin IV. Customer was wearing insulin pump at the time of hospitalization. Customer was not able to troubleshoot due to IV in his arm. Customer was advised to monitor blood glucose.